Manufacturer narrative:
(B)(4). The device was electively explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant explained the reason for the clinical observation and that this is unexpected at times, is still normal device operation. The consultant stated that short bursts of cautery should be used. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this device was in electrocautery mode (voo) and they were doing an ablation for atrial flutter (af). The caller stated that inhibition of pacing of 1-2 seconds at the most was noted during the use of electrocautery. No adverse patient effects were reported.